Event description:
Procedure: ventral hernia repair. According to the reporter: approximately six weeks post operatively, the patient presented with drainage through small hole in incision. The drainage did not stop and eventually the patient was taken to the operating room. The incision was re-opened which lead to large cavity of dissolved graft. The wound was debrided and a wound vac was placed. Drains were not used on initial repair. The product dissolved in patient.

Manufacturer narrative:
(B)(4).